Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned to dexcom. The receiver device(mt20649-pnk/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the test failed. A calibration and paring test was performed the test failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be a defective printed circuit board.